Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device powered on, however, shut off shortly after powering on. A "system fault 0x2.4" error code would intermittently appear when the device was powering on. A loose lcd metal backing plate making plate coming in contact with the circuit board components caused a short circuit which resulted in the device powering off.

Event description:
The customer reported "sometimes it works, sometimes it doesn't. It will turn on and work as usual but then often is just turning off in the middle of the night (the battery is full and the device is often even plugged in)." There was no patient impact or consequence reported.